Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument on a (B)(6) male. The patient was treated on the lab result.date time method inr (B)(6) 2013 0842 I-stat 2.4 (B)(6) 2013 unk stago 1.7 (B)(6) 2013 0859 I-stat 2.3 based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4).